Manufacturer narrative:
The ICD and fragments of the leads were returned and thoroughly analyzed.first, the ICD was visually inspected and underwent an initial status interrogation. The device status was mol2, and 27 charge processes had been registered. Signs of abrasion were found on the ICD housing during the visual inspection. Aside from that, there were no other visual abnormalities. In a next step, the memory content of the ICD was analyzed. Matching the clinical observation, the analysis of the available iegms showed interference signals in the atrial and in the far-field channel. The signal sensing of the device was then tested, which proved to be free of noise. The ICD sensed supplied signals free of interference. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time proved to be unremarkable. There were no indications of a malfunction of the ICD.the returned elox lead was cut through 9 cm distal of the is-1 connector pin. The proximal and a 5.5-cm long distal fragment were returned. The medial fragment of about 38 cm length was not available for analysis. During the visual inspection, fraying of the insulation was found 5 cm distal of the is-1 connector pin. This is with high probability the cause for the observed interference signals in the atrial channel. The position and kind of the fraying are characteristic for massive mechanical stress of the lead due to interaction with the generator housing. The linox smart lead had been cut through 11 cm distal of the is-1 connector pin. The proximal fragment and a 6-cm long distal fragment were available for analysis. A medial fragment of about 48 cm length was missing. Signs of abrasion and deformations of the shock coil could be seen. No cause for the observed interference signals could be found at the available fragments of the lead. Further analyses were not possible due to the absence of the medial fragment.the manufacturing process of the leads and the ICD were reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - it was reported that approx. 57 months after the implantation atrial and ventricular oversensing was observed. Both leads and the ICD were explanted. The leads fragments were received for analysis. An event nor implant date were provided.